Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger was unable to charge test battery packs. Upon evaluation, the q1 transistor, d2 diode, and u13 processor were shorted. The cause of the inability to charge the battery packs is the shorted components. The root cause of the shorted components was unable to be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was not properly charging the battery packs.